Event description:
It was reported that lead dislodgement and decreased r-wave amplitude were observed. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure, the lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.